Event description:
It was reported that the patient experienced withdrawal every time the patient had a dye study or a pump replacement that required catheter priming. The catheter length had been an estimate and it was believed to be inaccurate. On the date of this report the patient was getting a catheter dye study done and the catheter needed to be primed. It was planned to give the patient an extra bolus to help with the patient¿s withdrawal trend. The outcome of their troubleshooting was unknown. The pump was delivering lioresal (baclofen).

Manufacturer narrative:
Concomitant products: product ID 8840, lot# unknown, product type programmer, physician; product ID 8711, lot# j11386r34, implanted: (B)(6) 2003, product type catheter. (B)(4).